Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incident was 500 mg/dl in the doctor's office and was given 6 units of novalog. The customer was admitted to the hospital. Customer's blood glucose at of emergency room visit was 329 mg/dl. The customer cannula never when into her body. The customer caused of emergency room visit per health care provider was high blood sugar. The customer was treated with lantus and novalog injections. Customer was not wearing the insulin pump in the time of emergency room visit. The customer was not sure for how long that she was off the insulin pump. The customer was released at 5pm that evening.